Event description:
Report received of a prepierced reseal that detached during disconnection of a locking blunt connector. The tubing was set up in the operating room with a stopcock and then a 3 port adapter proximal to the stopcock. The patient had been receiving unspecified medications and IV fluids through the 3 port adapter. When the patient arrived in the ICU after surgery, the nurse attempted to disconnect one of the IV lines connected by a locking blunt connector to one of the prepierced ports. The rubber prepierced port detached from the hard plastic of the 3 port adapter. The nurse noted the problem immediately and closed the distal stopcock. The 3 port adapter was changed and therapy was resumed without delay. There was no report blood loss or adverse patient effects. Though requested, no additional information was available.